Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the control switch cable for counter clockwise movement had become disconnected. The cable was reconnected. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9600 emi's l arm could not rotate counter clockwise. There was no adverse pt involvement reported. There was no pt info reported.